Event description:
The pt was re-hospitalized and repeat revascularization was done. As reported by the study, this pt had a myocardial infarction 21 days before presenting to the cardiac catherization unit. Intra-procedure medications included aspirin, heparin and plavix. Percutaneous coronary intervention (pci) was performed on a 90% lesion in the distal left anterior descending artery (lad) of 15mm in length in a 2.5mm vessel diameter. There was mild calcification present. The site was pre-dilated with a 2.5mm crossail balloon at 10 atm and 20% stenosis after this balloon angioplasty. Then a 2.5 x 18mm cypher stent was deployed at 10 atm. Residual diameter stenosis measured >20%. Timi iii flows were recorded pre and post-procedure. Post-procedure medications included aspirin and plavix. Sixty-five months after the index procedure, the pt was hospitalized and repeat re-vascularization was done, which was not successful. Add'l details are pending.

Manufacturer narrative:
Please note that this product, (a616918, lot no. W0401123) is not distributed in the united states. However, it is similiar to the us distributed device, cxs18250. This product is also not available for testing and evaluation. Add'l info obtained will be submitted within 30 days upon receipt.